Event description:
A dreamstation 2 advance auto CPAP device was returned to manufacturer's service center for investigation with complaint of electrical smell in the machine during usage. The device was applied power and verified airflow. During the investigation, the manufacturer observed iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it, heater plate had dust-like contamination and hairs/fibers on it, inlet/outlet seal had white dust-like contamination and tiny hairs/fibers on it, water tank had slight dust-like contamination in it, therapy button (white rubber portion) and center enclosure rim had brown dust contamination on it, q6 (heated tube circuitry) was blown and was most likely caused by a defective heated tube, reference iia (issue impact assessment) 2250740. Pil measured the resistance (using a multimeter, ohms function) of q6 and it showed a 1 ohm short from pins 3 to 1 (gate to drain) and 10 ohms from pins 3 to 4 (gate to source) and 22 ohms from 4 to 1 (source to drain), dust-like contamination on the blower motor and inside of it, white and black dust-like contamination and hairs/fibers at the air inlet of the blower box, white and black dust-like contamination and hairs/fibers in the blower box, dust-like contamination and hairs/fibers in the bottom enclosure, heater plate and heater plate spring had dust-like contamination and hairs/fibers on the bottom of it. Most likely the source of contamination was external to the device. Pil was not able to confirm the complaint of an electrical smell, but pil could confirm that a thermal event took place at q6 (heated tube circuit) and most likely caused an electrical odor at the time of the thermal event. Q6 being blown was most likely the cause of the dreamstation 2 device failing the heated tube test. The device was scrapped.